Manufacturer narrative:
Device evaluation: the evo-fc-r-20-25-10-e device of lot number: c1592546 involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file is related to (B)(4) and was created in response to the attached pmcf study. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label review: it should be noted that the instructions for use (ifu0067) states the following warning: ¿after stent placement, alternative methods of treatment such as chemotherapy and radiation should not be administered as this may increase risk of stent migration due to tumor shrinkage, stent erosion, and/or mucosal bleeding.¿ there is evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause was established. The user has not complied with the requirements of the IFU. From the information provided it is known that the patient received radiation therapy following stent placement. As previously noted the IFU states ¿after stent placement, alternative methods of treatment such as chemotherapy and radiation should not be administered as this may increase risk of stent migration due to tumor shrinkage, stent erosion, and/or mucosal bleeding.¿ use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Confirmed quantity of 01 x used device. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter, the stent was implanted on (B)(6) 2019. Radiation therapy was administered during follow up. There was no adverse effect reported as a result of this occurrence. A definitive root cause of use error was established. Complaints of this nature will continue to be monitored for similar events. Confirmed quantity of 01 x used device. Patient death was reported 179 days post procedure, it was reported that the death was due to primary disease progression.

Event description:
A supplemental report is being submitted due to completion of the investigation on 16-jan-2025.

Event description:
(B)(6) 2019 date of first implant procedure for intrinsic malignant obstruction (10 cm length) in esophagus. Radiation received during follow up (B)(6). Dilation was performed during the study procedure esophagus was 13cm. Gastrointestinal esophageal occlusion 65 days post procedure. Due to tumor overgrowth of the prox. Stent. Endoscopic treatment of new cook stent placed (non-study stent). The site determined the event to not be related to the study device or procedure, related to tumor progress by not willingness from the patient to have an adjuvant radiochemotherapy. (B)(6). Gastrointestinal bauchwandphlegmone an pej stelle 5 days post procedure. Treated medically with antibiose cefuroxim. The site determined the event to not be related to the study device or procedure. This file will capture the use error of administering radiation post stent placement. The esophageal occlusion event was noted as resolved (patient recovered/stabilized). At 179 days post-procedure, the patient died. The cause of death was hemoptysis, tumor cachexia and was related to primary disease (malignancy) progression.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.